Event description:
Noted wet ceiling tile in the office. Upon inspection noted that liquid was leaking from the x-ray system hose (not at connections). Biomedical engineering staff turned off the system from further use. It was confirmed by facility maintenance staff that the liquid was oil from the high-pressure system associated with the catheterization laboratory radiologic system.